Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Event description:
It was reported that the patient underwent an initial left tha approximately 4 years ago. During the procedure, it was noted that the surgeon "could not get size 2 stem down any further". No harm or intervention has been reported as a result of this malfunction. No further information available.

Manufacturer narrative:
B3: unknown date in 2021. D6a: unknown date in 2021. D10: alteon ha collared stem size: 2. Alteon cup, cluster-hole 46mm. Alteon neutral liner. Biolox delta femoral head, 12/14 taper 32mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that this event should have remained reportable. Please disregard the prior report (1038671-2025-02555-1). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.